Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path inside blower kit during the device evaluation. There have some cosmetic error findings like bottom enclosure damage. The unit without contamination and the unit was upgraded. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.